Manufacturer narrative:
A.2. Updated.

Event description:
The following information was reported to gore: on (B)(6), 2019, a patient was treated with gore investigational devices from the arise tbe 14-02 clinical trial, in emergent compassionate use. As part of the procedure, right femoral access was obtained using a 26fr gore® dryseal flex sheath. The sheath was prepped per IFU. The right common femoral artery vessel diameter was 8mm. During the procedure the sheath was rotated occasionally to prevent sticking. When the procedure was completed, the sheath was removed slowly. However bleeding was noted from under the inguinal ligament. The source of bleeding was a very distal external iliac artery dissection. This was treated by means of implanting some 5mm x 10cm gore® viabahn® endoprostheses. The patient tolerated the procedure and was discharged on (B)(6), 2019. No transfusion was required.

Manufacturer narrative:
B.5. Updated. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the gore® dryseal flex sheath instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)additionally the outer diameter of the 26fr gore® dryseal flex sheath is 9.8mm and the access vessel was only 9.0mm.

Manufacturer narrative:
D.4. And h.4. Updated.

Manufacturer narrative:
Adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient was treated with gore investigational devices from the arise tbe 14-02 clinical trial, in emergent compassionate use. As part of the procedure, right femoral access was obtained using a 26fr gore® dryseal flex sheath. When the procedure was completed, the sheath was removed slowly. However bleeding was noted from under the inguinal ligament. The source of bleeding was a very distal external iliac artery dissection. This was treated by means of implanting some 5 mm x 10 cm gore® viabahn® endoprostheses. The patient tolerated the procedure.